Event description:
The nurse alleged that the bed exit was set. The nurse entered the room and the pt was on the floor, sitting next to the foot siderail with their arm on the mattress. The nurse indicated the bed exit was still set and not alarming. The pt was not injured. The biomed stated that he has tested the bed and it appears to be operating ok. The account will continue to monitor the bed.